Event description:
After sigmoid colectomy, patient developed an anastomotic leak requiring return to surgery for washout and colostomy. Manufacturer response for circular stapler, ethicon (per site reporter). Initiate a quality control investigation.